Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert was observed for this left ventricular (lv) lead that left ventricular automatic threshold detected as greater than programmed amplitude or suspended and the threshold measurements were high out of normal range. Technical services (ts) discussed programming optimization and troubleshooting options with the health care professional (hcp). This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted. A different non boston scientific lv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an alert was observed for this left ventricular (lv) lead that left ventricular automatic threshold detected as greater than programmed amplitude or suspended and the threshold measurements were high out of normal range. Technical services (ts) discussed programming optimization and troubleshooting options with the health care professional (hcp). This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted. A different non boston scientific lv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this lv lead had become dislodged, observed via x rays. It was noted that there had been capture in all vectors however with higher output there was diaphragmatic stimulation.

Event description:
It was reported that an alert was observed for this left ventricular (lv) lead that left ventricular automatic threshold detected as greater than programmed amplitude or suspended and the threshold measurements were high out of normal range. Technical services (ts) discussed programming optimization and troubleshooting options with the health care professional (hcp). This lv lead remains in service. No adverse patient effects were reported. Additional information was received that this lv lead was explanted. A different non boston scientific lv lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this lv lead had become dislodged, observed via x rays. It was noted that there had been capture in all vectors however with higher output there was diaphragmatic stimulation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence.